Manufacturer narrative:
A deployed ultraflex tracheobronchial covered distal release stent and delivery system were returned for analysis. Visual analysis of the returned device found no issues with the deployment suture. The stent was noted to be within specifications. No other issues were noted with the device. The investigation could not confirm that the stent failed to expand based on the condition of the returned device. However, the reported event was most probably due to anatomical or procedural factors, such as tight anatomy, encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on august 11, 2017 that an ultraflex tracheobronchial covered distal release covered stent was to be used to treat a malignant stricture in the trachea during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight and was dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the stent failed to fully expand. The stent was removed from the patient using forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial covered distal release covered stent was to be used to treat a malignant stricture in the trachea during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight and was dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the stent failed to fully expand. The stent was removed from the patient using forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.